Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. (Drain volume = -3 ). The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) assisted the hp in ending therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for low drain volume alarm is confirmed. Air in the patient line is a known cause of a low drain volume alarm. The lot number is unknown; therefore, a batch review cannot be performed. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available